Event description:
It was reported the maximum 6f introducer was placed in the artery without difficulties. After the catheterization, the introducer was difficult to remove; the physician noted the hub section was in his hand. The retained sheath section was removed surgically. The pt was reported to be in good condition with no resulting complications.